Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: in use, the device was torn at the perforation part. The specimen and fallen pouch could not be retrieved.